Event description:
It was reported that the rack pushrod on the pump was bent, which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.